Event description:
It was reported by the customer's mother that the customer had ended up in the hospital because her puppy chewed her pump. Customer's blood glucose level was 415 mg/dl. Customer was hospitalized and given 8 units of IV insulin and fluid. Customer's mother stated that the screen was chewed and cracked and the down arrow key was punctured. Customer's puppy chewed up the pump while she was in the shower. Customer was not able to reconnect to the pump, so her blood glucose level elevated. Customer was not wearing the pump at the time of the emergency room visit. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to perform functional testing due to cracked and bleeding lcd glass. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube thread also, dog chew marks on the lcd window and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.